Event description:
It was reported that, during the initial calibration of the real intelligence robotic drill in a cori-assisted tka surgery, a drill disconnect error message was displayed. The case was exited, the drill was disconnected, reconnected and the case resumed. When reaching the femur bone removal screen, the system prompted a drill disconnect error. The case was exited, the drill was unplugged and plugged back in, the case was resumed but the error message was prompted again. The next time this error prompted, "continue" was pressed and the drill was recalibrated. Among the several disconnect errors the entire system was shut down and rebooted. The reboot was unsuccessful in resolving the issue. These multiple troubleshooting methods were alternated for the remainder of the errors that were prompted. There were approximately eight disconnect errors ((B)(4)) and one internal error message ((B)(4)) that was prompted. Despite the recovery methods listed, the errors continued to persist and the only option was to swap the drill for a new one, which resulted in waiting approximately 50 minutes for another drill to finish being autoclaved. The patient was not harmed.

Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, and the log files required to confirm the internal error could not be viewed. Therefore visual and functional inspections and log file assessments could not be performed. The reported problem could not be confirmed. An "internal error" message may be displayed to the user shortly after a "robotic drill cable disconnected" error. The user sees an "internal error" message on the screen, but the screenshot itself is not saved. This internal error is a known software bug that is a result of an application software crash that can occur after a ¿robotic drill cable disconnected¿ error that occurred in bone removal stage, or the system has not yet recognized the handpiece when transitioning from a disconnected to connected state. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. Although the reported complaint could not be confirmed, escalation actions applicable to the scope of the reported complaint have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance. Although the reported problem could not be confirmed, the most likely cause of the internal error is a known software bug that has been corrected and released in cori-v1.4.3 software. If the system log or case log associated with this event is returned at a future date, this evaluation will be reopened for investigation.